Event description:
It was reported that while on a patient, in additional fresh gas outlet mode with oxygen concentration set to 100% the patient received on 45% fio2. (B)(4).

Manufacturer narrative:
Further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.